Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1336506, medical device expiration date: 31-jan-2027, device manufacture date: 02-dec-2021. Medical device lot #: 1301735, medical device expiration date: 31-dec-2026, device manufacture date: 28-oct-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd¿ blunt fill needles with filter from lot 1301735, and 24 needles from lot 1336506 had issues with damaged blister packs. The following information was provided by the initial reporter, translated from japanese: "torn blister pack."

Manufacturer narrative:
The following fields were corrected due to additional information: device available for eval no returned to manufacturer on: investigation summary a device history record review was completed by our quality engineer team for provided material number 305211 and lot numbers 1301735 and 1336506. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 3 bd¿ blunt fill needles with filter from lot 1301735, and 24 needles from lot 1336506 had issues with damaged blister packs. The following information was provided by the initial reporter, translated from japanese: "torn blister pack".